Event description:
Catheter inserted in left jugular 1/22/94. While taking the tape off the dressing, the catheter broke approx 3 inches from the insertion site. The area that broke was covered with a sheath. The remainder of device was pulled by the rn.